Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery life was in low teens at the time of the report. However, the battery life was in the mid-20s range a few months prior. Boston scientific technical services (ts) performed a data analysis and found that the increase in power consumption was consistent with a hydrogen degradation of a component. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery life was in low teens at the time of the report. However, the battery life was in the mid-20s range a few months prior. Boston scientific technical services (ts) performed a data analysis and found that the increase in power consumption was consistent with a hydrogen degradation of a component. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects have been reported.